Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a monopolar curved scissors (mcs) tip cover accessory. There was no alleged malfunction reported against this accessory. Although there was no claim against the product, an investigation was completed to determine the cause of the RMA. The tip cover was found to have tearing at the mouth proximal to the distal end. The tears were axially aligned with the tip cover and measure from 0.040¿ to 0.096¿ in length. There was no sign of thermal damage present at the end of any tears. The common causes of the failure mode of tears in a tip cover accessory is attributed to a component failure. The tip cover was also found to have gouges around the middle section of the tip cover. The gouges measured approximately 0.072" - 0.116" in length. There was no material that appeared to be missing. There was no complaint against the accessory to assess the effect of its failure. Isi reviewed the site¿s complaint history, which revealed (B)(4) are related records of (B)(4). Verification of the event details and a system log review was not performed since there is insufficient or unconfirmed product/event information. Images associated with this reported failure were submitted for review. A review of the RMA images was performed by an isi failure analysis engineer (fae). The following additional information was provided: the fae confirmed that from the pictured damage and the location of the damage, there could be a potential for arcing since the insulative properties of the cover may have been compromised due to the damage. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears. This issue can be resolved by using an alternate tip cover accessory to complete the procedure. This complaint is being reported based on the following conclusion: the mcs tip cover accessory was found to be damaged during failure analysis investigations and had tears and gouges on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that the monopolar curved scissors tip cover accessory was returned without any allegation. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.